Manufacturer narrative:
Initial trend analysis for lot 66768 was conducted, no malfunctions were found. This is the only complaint for lot 66768. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that pn item 832361 from lot 66768 are slightly bent before use. The slight bend is causing the insulin to not flow freely from insulin pen.

Manufacturer narrative:
Retained lot samples for pen needle lot 66768 were tested for needle cap assembly and bent needles. No abnormalities were found during testing.

Event description:
End user reports that pn item 832361 from lot 66768 are slightly bent before use. The slight bend is causing the insulin to not flow freely from insulin pen.